Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a connector disorder the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the patient experienced some discomfort when he inflated and deflated his device with the connector disorder. It was explained that the connector "may not stay straight in the body and it continuously has been chafed by skin. For this reason the connector has worn down." It was stated ta the patient had got well after this surgery.

Event description:
It was reported that due to a connector disorder the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the patient experienced some discomfort when he inflated and deflated his device with the connector disorder. It was explained that the connector "may not stay straight in the body and it continuously has been chafed by skin. For this reason the connector has worn down." It was stated ta the patient had got well after this surgery.

Manufacturer narrative:
Connector disorder and discomfort were reported. No connectors were received. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. The allegation of connector disorder could not be confirmed as no connectors were returned. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis.